Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the day of implant and one day post implant, the device asystole episodes but the patient was not symptomatic. The episodes appear to be loss of contact. The device remains in use. No patient complications have been reported as a result of this event.